Event description:
We received a publication from journal of surgical case reports (jscr), 2021;10, 1-3 that a (B)(6) old asian male patient had impella 5.0 pump inserted in the right femoral artery for familial dilated cardiomyopathy. The aortic insufficiency occurred after impella insertion, requiring extra surgical intervention twice; heartmate iii implantation was performed two (2) weeks after and aortic valve (av) replacement was performed.

Manufacturer narrative:
Device discarded by customer. The impella 5.0 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.